Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance high out of range. The patient experienced ventricular tachycardia (vt) that was successfully converted by a shock delivered and a pacemaker mediated tachycardia (pmt) episode consistent with atrial driven rhythm. The device remains in service. No additional adverse patient effects were reported.